Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the electric pen drive device did not run. The event was not reported to have occurred during surgery. There were no delays to a planned surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device stopped running after testing. It was further observed that the electronic control unit was damaged and had corrosion present on components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and possible immersion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.